Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient reports they turned amplitude up the other day because they suspect the ins is nearing eos and they were doing fine initially but then this morning the stimulation started to feel over the top, meaning too strong. Patient is not sure if it is because it is raining or why it just started this morning when it was previously comfortable. The patient is on vacation and did not pack their programmer. Troubleshooting was unable to be performed as reviewed therapy adjustments cannot be made remotely. No further complications were reported.